Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading of 27.4 mmol/l, but experienced unspecified symptoms of hypoglycemia. A healthcare meter result of 2.4 mmol/l was obtained and customer taken to hospital. The customer was treated with glucose injection for hypoglycemia. There was no report of death or permanent injury associated with this event. The results of sensor reading against healthcare meter, when plotted on a parkes error grid fall into the "e" zone, showing the difference in values to be clinically significant.